Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 27. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, bleeding and inflammation. No further patient complications were reported.